Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead, implanted: (B)(6) 2011; 5866 implantable pacing lead, implanted: (B)(6) 2011; 6943 implantable tachy lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported there was increased and high thresholds on the left ventricular (lv) lead. It was noted there was failure to capture. The lead was capped and replaced. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.